Event description:
It was reported that during implant procedure of an intraocular lens that the rod of the inserter passed through the inferior part of the cartridge and injured the conjunctive leading to a subconjunctival hemorrhage. It was stated that the injury was minor. This report is being submitted for the cartridge.

Manufacturer narrative:
Supplemental information was received from the surgeon which indicated that there was no particular medications administered to the patient, there was no medical surgery needed, and there were no surgery delays. The patient outcome and condition were reported as good, and there was no impairment. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The cartridge was returned for inspection. The cartridge barrel is torn with a hole and appears to have evidence of ophthalmic viscoelastic on it. Prior to release to market, the device met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4): the cartridge was not returned to the manufacturer for evaluation. Prior to release to market the cartridge met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
A photograph of the cartridge was visually inspected/reviewed at the manufacturing site. From the picture provided, the cartridge was observed with large cracks/hole near the tip section. The remnant part observed on the tip section was identified as a portion of the same cartridge material. Residue of a viscoelastic (lubricant) was detected inside the cartridge tube. The areas that were close to the cracks/hole in the cartridge, did not show any additional defects. A possible causes for this defect could be related to not following dfu (direction for use) instructions on the amount of viscoelastic required. Therefore causing stress to the tip during the insertion and the rod tip causing the damage to the cartridge walls. Current manufacturing process control requires the verification of the cartridges for any defects. A 100% visual inspection also applies to inspection of the inside of the cartridge tube. Damage on the cartridge tube/tip was observed. No process step in the manufacturing area was identified as generating this type of complaint. All pertinent information available to abbott medical optics has been submitted.